Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the adhesive on the distal end was peeling and forming a gap allowing dirt to get in. Additionally, the connecting tube was found deformed. There was a crease in the charged coupled device unit¿s lens. The forceps were not functioning properly due to a break of the wire (confirming the user¿s report). The light guide lens was found creased and broken. There was a pin hole present in the device. The cover was deformed and the angulation was out of specification due to a worn angle wire. Corrosion was found on one of the connectors due to a leakage, the cover plate had detached, and the lever was dirty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis lucera duodenovideoscope, the forceps elevator wire was found broken. There was no patient involvement during this event. During the device evaluation, it was discovered that the adhesive at the distal end was peeling and forming a dap. This report is being submitted to capture the compromised adhesive noted on the light guide lens during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope: ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing their olympus evis lucera duodenovideoscope, the forceps elevator wire was found broken. There was no patient involvement during this event. During the device evaluation, it was discovered that the light guide (lg) lens was dirty. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.